Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was 442 mg/dl and the sensor glucose was 285 mg/dl. The customer reported that the insulin delivery was not suspended. The customer did not provide the information related to the treatment. The device will not be returned for the analysis.